Manufacturer narrative:
The information provided with the initial medwatch report in sections b.1, b.4 and h.1 were incorrect. Also, the customer's blood glucose was not included. However, the correct information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose was over 500mg/dl, before it went down to 228mg/dl.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and passed. The pump was received with cracked belt clip slot and scratched lcd window.

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was 228 mg/dl. The customer stated that the motor error occurred during basal delivery. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer stated that they were able to rewind the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.